Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected suspend low. Blood glucose value was 88 mg/dl and the sensor glucose value was 40 mg/dl at the time of the incident. 59 mg/dl was the sensor glucose value that caused the suspend. The sensor was not returned for analysis.